Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05924 and 3005099803-2009-05925 for the other associated device information. It was reported to boston scientific corporation that a wallflex biliary rx stent, dreamwire, and a spyscope access and delivery catheter were used during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy with metal stent placement performed in 2009. According to the complaint, four days post procedure, the patient expired due to sepsis. Prior to the procedure, the patient had metastatic disease from cholangiocarcinoma. The patient was reported to be very sick going into the procedure. The doctor's assessment of this event was that the patient's death was not device related, but was unable to state this absolutely. There were no patient complications during the procedure. Boston scientific confirmed that a perforation did not occur during the procedure. No issues with any boston scientific devices were reported during or post procedure. Post-procedure, the patient remained very sick. The procedure was completed with these devices. Attempts to obtain additional information regarding the circumstances surrounding this event have had limited success. Should additional relevant details become available; a supplemental report will be submitted

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.